Event description:
It was reported in a pt's clinic notes that the pt "is possibly having obstructive sleep apnea which of course would fragment sleep". The pt was also considered "significantly overweight now". Good faith attempts for further info have been unsuccessful.